Event description:
It was reported that air was going into the IV line. The site used to use the high volume, but it was later changed to hybrid tubing. The event happened during pre-testing before using during patient involvement.

Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.